Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon was used to predilate the lesion and then ruptured at 13atms during post dilation of the deployed stent. The lesion being treated was located in the moderately torturous and calcified left anterior descending artery (lad). The procedure was successfully completed with another balloon. Pt status is listed as "good".